Event description:
The procedure was performed in the left anterior descending coronary artery.

Event description:
It was reported that during a coronary artery stenting procedure, a xience v 3.0 x 28 mm stent was implanted and a distal edge dissection was found. Another xience v 3.0 x 12 mm stent was implanted as successful treatment of the dissection and it resolved without an adverse patient sequela on (B)(6) 2013. There was no angina reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The physician's name was provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx xience everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.